Manufacturer narrative:
(B)(4). The review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a debridement on the tunica muscularis and barbed suture removal procedure on unknown date due to wound infection after posterior lumbar interbody fusion and the suture was used to re-close the surgical wound. Even after the treatment, exudate continued to appear and the infection had not been cured. The surgical wound was re-opened and cleaned. Then, it was controlled as an open wound. Currently, the surgical wound is being controlled by administration of antibiotics and periodic cleaning. When the symptom is healed to some extent, the wound on the tunica muscularis, the dermis and wound on the skin will be closed with another suture. The surgeon opined that the protracted wound healing caused by observed blood flow disturbance. There is a possibility that this situation was an indirect cause of the event, and might have made the infection worse. Additional information has been requested.

Manufacturer narrative:
Additional information additional information was requested and the following was obtained: what date was the infection diagnosed by culture? ¿no information. What was the date of the debridement? ¿no information. After deep wound was reclosed, what date was the wound ¿re-opened and cleaned¿? ¿no information. What are the patient age, gender and weight? ¿the patient is an 86 years old male. The weight is unknown. What is the current condition of the patient?....as of (B)(6) the patient was in the hospital. The surgical wound was being controlled by administration of antibiotics and periodic cleaning. We have not got further information since then. Date that the surgical wound was re-closed with vicryl suture ¿no information. Product code and lot number of vicryl suture used? ¿no information. Which tissue layer, at which location, was the vicryl suture used to close? ¿no information. How was the suture placed (interrupted or continuous)? ¿no information. What date was the infection diagnosed by culture? ¿no information. Can you describe the tissue condition when the suture was placed? ¿no information. Date - time of onset of infection from the surgical procedure? ¿no information. Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? ¿no information. Other relevant patient history/concomitant medications ¿no information. Update to patient current condition ¿no update has been provided from the hospital since (B)(6). What is physician¿s opinion as to the etiology of or contributing factors to this event? ¿the surgeon noted protracted wound healing caused by blood flow disturbance was observed. He thought this situation might have been an indirect cause of the event, and might have made the infection worse. Also, since bacillus of green pus was detected, there is a possibility that the bacillus adhered to the affected site in the ward, causing the wound infection. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement and during any re-operation? ¿no, he didn¿t. Is there any product of the same lot number to return for analysis? ¿no, there isn¿t. . Update to patient current condition ? ¿no update has been provided from the hospital since (B)(6).